Event description:
Paramedics responded to a person described as in full cardiac arrest with a down time of longer than 10 minutes. The pt was connected to the device and diagnosed as in asystole. At some time, according to the reporter, external pacing was initiated but the operator could not determine capture because of excessive artifact on the crt and recorder. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and extended down time.

Manufacturer narrative:
Following a investigation by physio-control, the reported malfunction appears to be due to high skin impedance which is consistent with a cardiac arrest pt with a "long down time". Info regarding the above was reviewed with the customer and the unit returned to the facility for use.